Manufacturer narrative:
The cot was evaluated by an authorized field service technician. A visual and functional test was conducted and there were no issues found with the cot and it was functioning as intended. The technician reminded the staff to verify the cot is in a locked position, per the instruction in the user manual. The cot was returned to service. A 2 yr look back on complaints associated with this device revealed no reported complaints or incidents. This device was 8+ years old at the time of incident. Manufacture of this cot was discontinued in 2008 for release of a next generation cot. A review of the received information pertaining to the alleged injuries does not indicate the injuries were serious or life threatening in nature and the involved medics were able to continue work at full capacity. The evaluation of the cot does not indicate a malfunction of the cot was the contributing factor to the reported incident. A review of the user manual for the product provides clear instructions on the steps required to unload the cot from an ambulance as well as warnings and precautions necessary to prevent any unexpected movement of the cot. A review of the related product complaints does not indicate any malfunctions of the cot that would directly result in life threatening injuries or death.

Event description:
It was reported that while pulling the cot out of the ambulance at the hospital the medics heard the sound of the cot legs locking in place but the cot allegedly collapsed once pulled from the ambulance. It was reported the patient was not injured; however, emt 1 alleged back strain and emt 2 alleged a hamstring pull. The complainant was contacted to follow up on the alleged injuries. They reported both emt's were seen by doctors but both were released back to work with no restrictions, no medication and no loss of time from work. An investigation and evaluation have been initiated to address the alleged malfunction.